Manufacturer narrative:
It was reported that the flat panel horizontal arm allegedly separated from the central axis during a procedure. There was no reported adverse consequence to the patient or user. A stryker field service technician was able to visually inspect the device and noted that the arm had allegedly fallen during a case but was removed by the customer to continue the procedure without impact or adverse consequence to the patient or users. User error was suspected in this situation due to testing completed and product analysis.

Event description:
It was reported that the flat panel horizontal arm allegedly separated from the central axis during a procedure. There was no reported adverse consequence to the patient or user.

Event description:
It was reported that the flat panel horizontal arm allegedly separated from the central axis during a procedure. There was no reported adverse consequence to the patient or user.

Manufacturer narrative:
It was reported that the flat panel horizontal arm allegedly separated from the central axis during a procedure. There was no reported adverse consequence to the patient or user. A stryker field service technician was able to visually inspect the device and noted that the arm had allegedly fallen during a case but was removed by the customer to continue the procedure without impact or adverse consequence to the patient or users. The device will be returned for further investigation by stryker quality engineers.